Event description:
Revision surgery for knee pain and the cause is unknown. At about 1 year and 8 months post primary the surgeon revised the femur, insert and tibia. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 august 2024 lot 2007024: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-10-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere tibial insert fixed sphere cr size 4/10 mm r (k202022) lot 2116995: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere tibial tray fixed cemented size t3i4 r (k121416) lot 2204802: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.